Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were reviewed and showed a separation between the main body and twist clamp. The occlude legs were intact. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist connector (twist clamp) separated from the light blue main body of the minicap transfer set. This occurred after use of the device for peritoneal dialysis therapy. The transfer line was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.